Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary n3 station unable to turn on. The outlet had power, but machine would not turn on. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1 initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system won't turn on. A field service engineer arrived at the station, which was powered on. Auxiliary drawers 7.1 and 7.2 were not detected on the bus, and no lights were present on the module controller. Using a meter, determined drawer controller 7.2 was defective. Replaced both the drawer controller and the module controller. Inspected the pyxis bus cable, retractor band cable, and row board cable, no debris was found on the row board. Verified drawer functionality in diagnostics, and all tests passed successfully. The system functioned as intended after the field service engineer repaired the device.